Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed chronically total occluded lesion was located in the moderately tortuous left anterior descending (lad) artery. The nc quantum apex mr 8mm x 2.50mm balloon catheter was selected to pre dilate the lesion; however, it was not able to cross the lesion due to resistance. The physician then placed the balloon proximal to the lesion and attempted to inflate the balloon; however, the balloon did not inflate. It was believed that the balloon ruptured during advancement. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors(B)(4).